Event description:
Initial result for a patient estradiol was >4300 pg/ml. When repeated, the result was 916.4 pg/ml. The field service representative found the incorrect results were caused by the mixing paddle producing foam. He repaired the analyzer by replacing the mixing paddle.